Event description:
Complainant alleged that during a routine shift check by a clinician the device's monitor would not display. All system functions were otherwise present and working normally. Complainant indicated that they will not be returning the device to zoll for evaluation. Complainant indicated that there was no pt involvement in the reported malfunction.